Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump and led to a shutdown. The issue resulted in hospitalization and admission to the intensive care unit (ICU), with the blood glucose level reaching between 800-899 mg/dl, which was classified as dangerous due to ketone presence. Treatment with intravenous saline and insulin resolved the issue, and there was no permanent damage reported. Customer was released from the hospital on april 8, 2025, and a replacement pump was sent by technical support. The customer continued to use the pump for insulin therapy.